Event description:
It was reported that the 9800 system intermittently locked up and intermittently will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ffb and x-ray control boards were replaced. The mainframe backplane and interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into serivce.